Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient that had a gem microvascular anastomotic flow-coupler implanted during a breast flap case was taken back to the or. The physician did not provide what signs or symptoms prompted the take back to the or. The physician believes blood flow was restricted. A new flow-coupler was used and the flap was saved. The surgeon believes the flow-coupler wire could move the vessel after the surgery causing a kink and a flow issue. No adverse patient outcome was reported. The product was discarded.